Event description:
The patient stated that they would feel the generator turn off and back on numerous times throughout the day. They believe this started in (B)(6) 2022. Boston told the patient that it could be related to a magnetic reed switch. They have tried to fix it but have not been successful. The patient said they are meeting with a surgeon to discuss removing the device. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).